Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not require third-party assistance beyond the routine support already being received. Reportedly, the customer continued to use the pump for insulin therapy.